Event description:
It was reported that a patient experienced shortness of breath coincident with automated peritoneal dialysis (pd) therapy. The cause of the shortness of breath was unknown. The shortness of breath occurred while using the homechoice device (no further detail was provided). On the night previous to the receipt of this report, the patient was hospitalized for the shortness of breath. Treatment was not reported. The next day, the patient was continuing to experience shortness of breath on and off. It was not reported whether the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.